Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. During a surgical procedure, the device was explanted, and it was observed that the reservoir was empty. Examination also revealed a small tear in the right cylinder near the corporotomy site; however, it could not be determined whether this tear was the source of the fluid loss. The entire device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100544348. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).